Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Based on the information submitted, following a pvad, a 14f manta was deployed for closure in the right common femoral artery. Deployment depth measurement 4 + 1. No calcium was identified on pre-procedural angiogram. A post-angiogram indicated bleeding; compression was held for 30 minutes. Balloon inflations were unsuccessful, so the surgeon opted for a cut down. Following the repair, the surgeon mentioned there was a large amount of plaque on the lateral wall. The root cause of the post-procedural bleed is possibly due to the toggle adhering to the plaque and deploying collagen into the vessel. However, due to the insufficient information submitted regarding the deployment procedure the root cause remains undetermined. The IFU was reviewed and confirmed to list warning: do not use in patients with severe calcification of the access vessel and/or common femoral artery stenosis resulting in a vessel <5mm in diameter for the 14f manta or <6mm in diameter for the 18f manta, or >50% diameter femoral or iliac artery stenosis. Precautions: if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The following potential adverse events related to the deployment of vascular closure devices have been identified: other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: late arterial bleeding.

Manufacturer narrative:
Device has not returned for evaluation and an investigation has been opened to review risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: bleeding observed on post angio, pressure held for more than 30 mins and did not resolve. Due to patient age, physician choose to send patient for surgical repair. The repair was successful and patient status is fine.